Event description:
Pt septic from ischemic colitis with k+ greater than 7. Required dopamine 20 mcg/kg/hr and vasopressin drips for relative hemodynamic stability. Shortly after arriving in the operating room while still attaching monitors, the pump failed and pt suffered a cardiac arrest. This was rapidly recognized and effective CPR/acls was performed with return of spontaneous circulation of 8-10 minutes. After the arrest facility tried plugging the pumps in. No effect. Error message was pump failure.